Manufacturer narrative:
This report is filed february 18, 2016. Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, to reposition the electrode array that had partially extruded. The implanted device remains.